Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 21 mg/dl at the time of incident and the current blood glucose level was 242 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because she suddenly go low without no meal bolus because last bolus was around 12pm and low happen around 2 pm. The device will not be returned for analysis.